Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: trial lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported that the patient had to go back to the doctor¿s office because the tegaderm was coming off. It was noted the device was working, but the patient was aware it is on at night, they got up because they were hot, and they had a headache and did not know if it was from stress or the evaluation. The patient was frustrated with the tape and tegaderm coming loose and felt that the tegaderm was making the leads move and it hurt and the patient was not happy. It was noted that stuff was loose and this was going to affect the patient¿s results and how they rated the device. The patient had to see the doctor¿s office twice today and now had to call the on-call and have someone meet them at the ER. Additional information was received one day later. The patient went face first into the wall and almost killed themselves trying to get to the bathroom. The patient was not feeling anything on the left side and when they increased stimulation, I t felt like bubbles were under their dimples. It was noted that the needle was horrible and that the patient learned how to elevate real fast. The patient had fibromyalgia which caused their nerves to be sensitive. The patient was switched back to the right side. Additional information was received on (B)(6) 2017. It was reported that the thing broke today at around 4pm. It was noted that it was very hot and the patient was very sweaty and one of the wires broke and it took the patient an hour to find it. It was noted that at that point, the patient turned the unit off and immediately had to go to the bathroom. Contradictory information was reported as it was also noted that the patient did not turn the unit off on purpose. No further complications were reported/anticipated.